Event description:
It was reported that the septum of a catheter extension set was inverted. This was found when a cannula was inserted into the y-site during infusion. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Investigation summary: baxter received one sample for evaluation. Visual inspection revealed the inverted septum at the y-site subassembly. The cause could not be determined. A CAPA has been initiated to investigate the septum issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.